Event description:
Additional information received indicated there was no fluid in the implant.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the evaluation of the returned device. A titan pump, two cylinders and a reservoir were returned for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb between the first and second rib. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A group of partial separations were noted on the inlet tube of the reservoir, indicating contact with unshod instrumentation. Testing revealed this to not be a site of leakage. Abrasion was noted on all tubes of the pump and exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinders or reservoir. Based on examination of the returned product, it was concluded that while in-vivo all pump tubes had overlapped and abraded against one another. In addition, the rough and irregular surfaces associated with the separation in the pump bulb indicates that sufficient stress(s) was exerted on the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record no abnormalities and confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, non-functional ipp.